Manufacturer narrative:
Investigation in progress.

Event description:
During procedure using 5 probes, 2 of the probes frosted up the shaft from the skin to the handle. The procedure was continued. The doctor stated that he did not feel intervention was necessary. Case was completed as intended with no injury reported. Complaint 2 of 2.

Manufacturer narrative:
Lot number originally reported as 20494. Evaluation of the returned probe determined the probe was actually from packaging lot #20918. Repeated attempts to gather patient information was unsuccessful. Probe evaluation determined the cause of the frosting on the probe to be a failed vacuum sleeve.